Event description:
Was reported from a patient, "I had my knees replaced in (B)(6) 2014, and I haven¿t the replacements!! Just wondering beings they were recalled and I never received anything on this if you all are paying for the new replacements" this report is for the april event mentioned. No further information. This is 1 of 2 events for this patient.